Event description:
In 2002 reporter said in 2002 at approx. 7:30 pm she transferred a patient from one bed to another. She alleges during the transfer the patient cut their right leg on a head siderail hinge. This cut required 10 stitches to sew up. Reporter did not have the serial number of the bed.